Event description:
It was reported that during a gastric bypass procedure, the tissue pad came off of the device. It fell into the patient and was retrieve. They used a second device to complete the case. There was no adverse patient outcome reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.